Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
This report is related to a (B)(6) patient. It was reported the patient's ipg is suspected to be inoperable. Further information related to the event/device is unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.